Manufacturer narrative:
One unknown zimmer biomet screw and unknown zimmer abutment were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed due to the nature of the event and products (unreturned). No pre-existing conditions were noted. The reported devices had been placed on tooth # 9 since 2007. Picture or x-ray images were not provided. DHR and complaint history review could not be performed since the lot/item numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. September post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Based on the available information device malfunction and the reported event could not be verified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It was reported that an unknown zimmer abutment screw was loose; dentist accessed the crown to tighten the screw without success. Screw was fully intact. Another abutment screw was attempted to be placed. Implant remains implanted and no injury was reported at the time of this report. Tooth location 9.